Event description:
It was reported that during an fdl tendon transfer, 3rd attempt, the surgeon had difficulty trying to anchor the fdl tendon into the vascular bone. The tip of the anchor broke. Tendon kept pulling out of the blind tunnel socket. Medial wall was compromised during the reaming process trying to remove the tip. Patient outcome was in good standing due to the bailout option of suturing (whip stitch) the fdl tendon to the pt tendon with the use of (B)(4) kit .the quality of the bone was good. Patient: (B)(6) female. Procedure fdl tendon transfer. Flatfoot procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.